Manufacturer narrative:
Other text: investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus the complaint of leaking was confirmed when oxygen connected and revealed leaking function switch. Physical condition of device revealed bent front panel and minor scratches over the manometer. The cause of malfunction was believed to be caused by customer care. Summary of repair included: replaced function switch to resolve the customer's reported reason. Re-shaped front panel, installed sintered filter, orings, and MRI battery. Performed pm testing, cleaned and affixed service label.

Manufacturer narrative:
Device evaluation: one pneupac ventilator pump was returned for investigation in used condition. The device was received with a bent front panel. There were minor scratches over the manometer. The leak was confirmed during functional testing. The product fault resulted from a damaged function switch (source of the leak). The damage was attributed to the customer. A user interface issue was therefore established as the root cause. The function switch was replaced to address the issue.

Event description:
It was reported that the pneupac ventilator exhibited an internal leak error with the oxygen. The device possibly had some physical damage. No patient injury or complications were reported in relation to this event.